Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed self test and displacement test. No unexpected brightness on screen noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was 11 mmol/l. The customer stated that they had a display anomaly. The customer stated that they had contrast on the screen was bright that he cannot read the words on the screen. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.